Manufacturer narrative:
Pump passed displacement test, self test and error test. No alarm and no alarm noted. Unit was monitored and no audio beep anomaly and no constant tone during testing. No frozen screen noted. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.